Manufacturer narrative:
(B)(4). Pt age: the patient was reported to be around 80 years of age, exact date of birth was not reported. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Treatment was not reported. The cause of the peritonitis was unknown. 14 days after admission the patient passed away. It was reported the patient did not recover from the peritonitis event prior to passing away. The last pd treatment performed was one day prior to death. The patient decided to stop dialysis the day the patient passed away. The cause of death was reported as kidney failure. It was not reported if an autopsy was performed. No additional information is available.